Event description:
It was reported that the customer had a blank display on the insulin pump. Customer mentioned that the pump was not dropped or exposed to moisture. Customer stated that the battery compartment was neither damaged nor corroded. Customer does not have a new aaa alkaline battery to test with the insulin pump. Customer will be shipped a replacement battery cap. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.